Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2024, it was reported that the patient experienced a paring issue. The patient was trying to pair new transmitter and sensor on the but until the of (B)(6) 2024 the transmitter was not pairing to the dexcom g6 app. On the (B)(6) 2024, the patient experienced nausea, progressive vomiting, increasing fatigue and hyperglycemia with diabetic ketoacidosis symptoms (not confirmed dka). The patient called 911 and then ems arrived. The paramedics took a bg reading which was 266 mg/dl and treated the patient with zofran (anti-nausea medication). The patient was taken to the hospital together with his step-daughter (B)(6) . They tried to pair the transmitter and sensor but it just kept on connecting only. At the hospital they took a bg reading which was 244 mg/dl. There the patient was treated with insulin, novolog insulin 5 units, zofran 4 mg, IV normal saline, protonix 40 mg, promethazine 12.5 mg IV. At the time of the report the bg reading was 160 mg/dl and the patient was feeling better. Data was provided for investigation. The probable cause could not be determined via data. No additional patient or event information is available.